Event description:
The customer stated that he tested his blood glucose and received a reading of 28mg/dl. He retested and received a reading of 162 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer ended the call before customer service could discuss return of the test strips for evaluation, so no product will be returned at this time.